Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esaphago-gastectomy procedure, the device was inserted into anvil and instrument was closed until green showing in firing window. Instrument handle was fully squeezed. It was reversed two full turns until audible click was heard in order to remove. Upon removal it was discovered that the anvil was no longer attached and the instrument had not established the anastomosis. Both anvil and instrument are being returned for examination. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.